Manufacturer narrative:
Insulin pump had cracked battery tube threads, cracked case (battery tube), broken reservoir tube lip, missing retainer, missing reservoir tube o-ring, serial number label missing. Insulin pump p-cap / test reservoir does not lock in place properly and unable to perform the displacement test due to the missing retainer and broken reservoir tube lip. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump received pump error. Customer stated that insulin pump had crack. Insulin pump received insulin blow block alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms noted. Pump error 63 was confirmed in the device history due to broken pin trace on keypad assembly. Device received with scratched case, pillowing keypad overlay and cracked case (battery tube). The p-cap does lock properly.